Event description:
The doctor reports that several patients had a post operative reaction (lamellar keratitis) after he had used the surgical spears during refractive surgery. After removing the products from his protocol, the postoperative reactions have stopped and the complaints stopped. The doctor also stated that the patients required additional treatment which involved topical treatment as well as lifting the corneal flap and rinsing the stromal interface removing the inflammatory material. The doctor stated that the outcome was good and the recovery was complete for the patients involved in this event.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.